Manufacturer narrative:
Batch review performed on 09 january 2019: lot 171854: (B)(4) items manufactured and released on 03-jul-2017. Expiration date: 2022-06-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 7 months after primary surgery, due to instability and the surgeon revised the 10mm poly with a 14mm poly. The surgery was completed successfully.